Event description:
A surgeon reported that while depressing the peripheral sclera during the air-fluid exchange procedure of a vitrectomy surgery, the patient experienced a retinal hole. Additional information was requested and received from the surgeon indicating that the procedure was able to be completed and that no additional information would be provided regarding the case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).